Manufacturer narrative:
It was reported that the sterile barriers of the inner and outer pouches of the femoral implant were compromised. The femoral implant was re-sterilized. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the sterile barriers of the inner and outer pouches of the femoral implant were compromised. The femoral implant was re-sterilized. Surgery was completed successfully.